Event description:
It was reported that approximately 31 months post implant of a bifurcated device, and an infrarenal aortic extension an endoleak was identified. The patient had a follow up and the computed tomography scan revealed an endoleak. Physician elected to repair the endoleak with a competitors device.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative images. There were suboptimal medical documentation and adequate imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to presence of thrombus within the aortic neck and the cuff and the main body stent were of the same diameter. There was an area of left iliac stenosis with a 5.5mm blood lumen, which might have contributed to a traumatic insertion, which might have contributed to the extra-peritoneal bleed. The extra-peritoneal bleed was substantiated four days post index and a left iliac rupture cannot be excluded. There was poor apposition of the aortic cuff at the neck and approximately 2.3cm stent overlap at four days post index, which might have contributed to the eventual component separation. Although there was no change in the aneurysmal sac at this time, a diagnosis of endoleak was limited due to the non-contrast nature of the examination. The CT photos of the complete component separation and partial occlusion of the stents were substantiated; an endoleak iiia could not be ruled out, but it was not clearly demonstrated. Although the blood pathway was separated, there were no obvious plumes observed in the aneurysm sac. There were no aneurysm sac size measurements to support or invalidate an endoleak diagnosis. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely due to patient's anatomy, which was incongruent with IFU. Type of reportable event: serious injury.